Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). It was reported that the lead was fractured/damaged/broken. The rep stated this led to a loss of stimulation and shocking. The rep stated that the 0-7 lead was completely out. The cause was unknown. The patient also experienced a return of pain, discomfort, soreness, and pinching. The patient reported they were laying on the couch and suddenly felt a big shock, and ever since then they have not been able to increase their intensities. It was unknown if the issue was resolved.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 06-mar-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.